Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 121. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
The patient¿s mother reported after wearing the pod for 6 hours, on the back, her daughter¿s blood glucose reached 27.3 mmol/l (492 mg/dl) and that she felt nauseous. She took her daughter to the hospital, where she was diagnosed with diabetic ketoacidosis. They placed her on an intravenous therapy of insulin and monitoring.

Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. No malfunction or other product condition that would have contributed to the patient's ketoacidosis and hospitalization was found.